Event description:
The patient's system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not charged the ipg for three months. The ipg is unable to communicate with the charger and the programmer displays a communication error. The patient has fallen multiple times over the last year. Anti-inflammatory medication was prescribed and surgical intervention may be taken to address the issue.